Manufacturer narrative:
In the case description, the user mentions discrepancies between the blood glucose values showed on their controller, received from their libre sensor and their fingerprick device. The device was not received for physical testing. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the controller. The patient history buffer and audit log files indicated consistent communication between the pod, sensor, and controller every five minutes, ensuring the pod received the same values sent from the libre sensor. The patient history buffer (phb) data found that the automated algorithm responded appropriately and correctly adjusted automated insulin delivery based on the estimated glucose values received by the pod from the sensor. No anomalies were detected in the log files that would suggest conflicting bg readings between the fingerstick device and the sensor/op5 app. Due to the unavailability of the fingerprick device data and the sensor data, it cannot be conclusively determined if the estimated glucose values received by the system were correct in comparison to fingerstick and actual blood glucose levels. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's sensor value readings are incorrect. The sensor displayed 113 mg/dl; however, a blood test resulted in a value of 198 mg/dl. The issue was deemed to be related to the sensor and abbott was notified. Additionally, it should be noted that the patient was hospitalized with gangrene and his foot was amputated due to this condition. All treatment was then withdrawn (including the removal of the continuous glucose monitor and the pod), and the patient has been moved to hospice.